Event description:
The customer stated that she experienced high blood glucose levels. The reported blood glucose reading was 347 mg/dl during the phone call. The customer removed the reservoir from the insulin pump and noticed that insulin had leaked past the o-rings of the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.